Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables and power sources. The pump was not in use for insulin therapy. Upon follow up, the contact indicated the pump began to charge again. No additional information was provided.